Event description:
It was reported that on the fifth day following an unk procedure, bleeding occurred. Pt returned for resuturing with polysorb. The suturing was done and pt returned home. A link to the device cannot be determined.